Event description:
It was reported that the device was used during a roux-en-y procedure. The stapler upon pressing the release button in the back would not open. The first attempt to pry the stapler open was unsuccessful. The second attempt was successful. A second instrument was opened and fired without incident. There was no consequence to the pt.